Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that during a routine follow-up the atrial lead showed rising and high thresholds. Outputs were adjusted and the patient was sent for a chest x-ray. The patient will return in one month for a recheck. The lead remains in use. No patient complications have been reported as a result of this event.